Event description:
Consultant reported patient 15 months status post right distal tibia fracture returned to surgeon complaining of leg pain when running. Surgeon returned patient to the operating room on (B)(6) 2013, and removed 1 plate and 8 screws. All hardware was intact, and patient was fused. Surgery was completed successfully. This complaint is on a 3.5mm plate. This is 7 of 9 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. A device history records review has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Manufacturer narrative:
This device was used for treatment, not diagnosis. Alternative patient identifier: (B)(6).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 3.5mm medial distal tibia plates was processed through the normal manufacturing and inspection operations with no scrap, non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications at time of acceptance. No nonconforming reports were noted. The raw material met all dimensional and visual criteria at the time of release with no issues documented.